Manufacturer narrative:
According to the complainant the device will not be returned for investigation, as it was discarded. We are unable to determine if any product condition could have contributed to the reported ER stay and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported difficulty maintaining automated mode which led to an emergency department visit and temporary discontinuation of pod use. The patient reported experiencing a headache, poor stomach, nausea, high blood glucose levels and ketones. The patient¿s blood glucose levels were not reported. The patient remained in the emergency department from on (B)(6) 2026. The patient stated they no longer have the pod in question due to the nurse disposing of it. The patient was diagnosed with hyperglycemia. The hospital turned the pod off and managed insulin via a sliding scale. No admission occurred, though the user remained in the emergency area for several days.